Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the clinical specialist, during a tf tavr case, the plan was to place a 29mm sapien 3 valve in the aortic annulus. The 16f esheath was placed in the right femoral artery with no issues. As the delivery system and valve were moving through the sheath they stopped moving about 3/4 of the way towards exiting the sheath. At this point, they could no longer be advanced. The sheath was pulled back slightly and an attempt was made to readvance the valve but the catheter started to buckle and the valve would not move forward. The team decided to stop and pull the sheath, valve and delivery system out as one. Another 29mm valve was prepped and with a new sheath and delivery system the valve went in smoothly with no problems. The second valve was deployed in the annulus. After the case, the physicians evaluated the right leg and dissections were noted in the sfa and right iliac. The team fixed the two areas with covered stents and the patient did fine.

Manufacturer narrative:
The expandable introducer sheath was returned with the delivery system inserted in a used condition. During visual inspection, multiple kinks on the sheath shaft were noted. A liner tear was discovered approximately 6¿ in length from the sheath distal tip. Slight delamination was observed along with scratches on the sheath shaft. There was minor distal tip damage but the c-marker bad was intact. Functional testing could not be performed due to the condition of the returned device. Liner thickness measurements were taken to ensure that the thickness of the liner was within specification. The measurements met the single wall thickness specifications. Additionally, the flex tip outer diameter of the accompanying delivery system was measured as it represents the largest delivery system component that is passed through the sheath. Measurements were taken to investigate if the delivery system flex tip potentially contributed to the reported event. The measurements also met specifications. The complaint for ¿sheath shaft ¿ resistance with delivery system, bc¿ was confirmed based on visual inspection of the returned device. The esheath was returned with several kinks along the shaft, indicating there was difficulty advancing/retracting the delivery system through the sheath. During delivery system insertion through the esheath, insertion forces can vary due to several patient/procedural related factors such as sub-optimal insertion/placement angle of the sheath into the patient (due to patient¿s anatomy), thv size, vessel diameter, tortuosity, and degree of calcification, creating a difficult pathway to advance the delivery system through the sheath. Other procedural factors such as improper flushing/wetting of the devices, incomplete/misaligned valve crimping, and incomplete advancement of the loader may put extra strain on the device, resulting in difficulty inserting the delivery system through the sheath. A combination of patient and/or procedural factors may have contributed to the observed resistance. At this time, however, a definitive root cause was unable to be determined. The complaint for ¿sheath shaft ¿ liner torn¿ was confirmed based on visual inspection of the sheath. Certain patient and/or procedural factors are known to contribute to the liner tears, such as calcification and vessel tortuosity. Visual inspection of the sheath shaft revealed light scratches, indicating the presence of patient calcification. The patient information provided also indicates the patient had moderate access vessel calcification and mild tortuosity. Additionally, it is possible the delivery system caught on the sheath liner, contributing to the liner tear. Based on the available information, the combination of patient and/or procedural factors likely contributed to the observed liner tear. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16 fr sheath is 6.0mm. In this case, the patient¿s access vessel minimum luminal diameter was 7.5mm. The dissections were most likely caused by the moderate calcification of the vessels, tortuosity of the vessels and difficulties with resistance experienced with the esheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.